Event description:
It was reported that a cartridge alarm occurred during the load sequence. Cts educated caller to wait until prompted during load process to remove used cartridge however the cartridge alarm recurred. Reportedly the customer was unable to successfully load a cartridge and resume insulin therapy. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.